Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was reportedly over 500 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The lead screw and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.